Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: first firing the handle cracked and the staple line malformed which resulted bleeding along the staple line and also the distal end of the staple line. Surgeon then replaced the handle and fired again going across the staple line to stop the larger bleeder, which stopped. Surgeon then continued firing across the lung. Surgeon then went back to original staple line where oozing continued. The surgeon then resected (small portion) of the staple line due to oozing. Approx 150cc of bleeding occurred. Case was delayed approx 20 mins.